Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 396 mg/dl at time of event. Additionally, it was reported that the wake button was delayed in responding to touch. Customer pressed the wake button with more force and the wake button performed as intended. Customer's blood glucose level was 400 mg/dl at time of event. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.